Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: f/g,promus element plus,mr,ous 2.50x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Five most distal stent strut rows appeared undamaged. The remainder of the stent was damaged and stretched distally. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured which is within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The distal balloon cone was reviewed and balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal balloon cone was covered by the stretched stent. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.